Manufacturer narrative:
Further investigations are not possible as the defective heating profile was not available for investigation and s/n of defective heating profile was not transmitted. Should additional relevant information become available, a supplement report will be submitted. Because of the characteristics of this event the manufacturer judges that this event fits in the recall of this product that addresses the potential failure. As soon as the healthcare provider responds to the "urgent medical device correction" form from (B)(4) the affected heating profiles will be replaced. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a blood warmer prismaflo iis while blood was being administered, nurse smelled something burning, saw a little smoke, and noticed that the heating profile of the blood warmer had a 4-6 mm hole burnt in it. There was no report of patient injury or medical intervention associated with this event.